Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. The pulse generator exhibited backup vvi mode. After device software download, normal device function resumed. The patient would be monitored normally.